Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the aforementioned event. The cause of the peritonitis was unknown. On an unreported date, the patient started remedial treatment with vancomycin which was reported as (2gm loading dose, injection) and fortum (1gm, injection until the results come). It was unknown if the event of peritonitis had resolved. At the time of this report, remedial therapy with vancomycin and fortum was continuing. Dianeal therapy was reported as ongoing. The nurse believed that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.